Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, no patient demographics will be provided.

Event description:
It was reported that a channel error occurred. Facility biomed replaced the upstream pressure transducer and performed rate calibration due to low rate during testing. The customer has stated that no further event information available.